Event description:
The customer reported, the system intermittently would not display images during a case. No pt injury was reported.

Manufacturer narrative:
A ge rep has contacted customer to schedule eval of the system. (B) (4).